Event description:
A valiant captivia stent graft was implanted in zone three for the endovascular treatment of a 60 mm diameter descending thoracic aortic aneurysm. The length of proximal neck was 30 mm, length of distal neck was 30 mm, proximal diameter of non-aneurysm aortic neck was 34 mm, distal diameter of non-aneurysmal aortic neck was 34 mm, and minimum diameter of main access vessel was 12 mm. The shape of both the proximal and distal neck was parallel sides. It was reported that the patient suffered from a pseudoaneurysm and was given medication which resolved the event . The investigator¿s assessment states that the event is related to both the device and the procedure. It was also reported that CT with contrast noted a type ii endoleak. There was no reported intervention or action taken. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. The event was updated from pseudo aneurysm to a false pseudo aneurysm at access site. The false aneurysm of right common femoral artery was 20mm after using the percutaneous closure prostar system, treatment with ultrasound-guided instillation of thrombin under local anesthesia. Immediate thrombosis of the false aneurysm with doppler ultrasound control at day one showing no abnormalities.

Event description:
Additional information was received. The investigator assessment was updated from device related to not device related.

Manufacturer narrative:
(B)(4). Results: pseudoaneurysm. Unknown cause of event. Anatomy related; type ii endoleak. Conclusion: unknown cause of event. Pseudoaneurysm. Anatomy related; type ii endoleak.